Manufacturer narrative:
Trackwise #(B)(4). Updated section: a3, d10, g4, g7, h2, h3, h6, h10. The device was returned to the factory on (B)(6) 2021. A visual inspection of the photographic evidence was conducted. Charred tissue was observed on the heater wire. The silicone insulation on the cold jaw was approximately a quarter way torn, but not detached. The device is investigated on (B)(6) 2021 . There were signs of clinical use on the jaws. Charred tissue was observed on the heater wire. A visual inspection device was conducted. The silicone insulation on the cold jaw was approximately a quarter way torn, but not detached. The heater wire was observed to be slightly flexed due to clinical use, but remained attached at the base and tip of the hot jaw. Based on the condition of the device as found, the reported failure mode was confirmed for ¿peeled; jaw". The lot # 25155144 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 tip of cutter came apart. It seems to be the silicone. The customer did not mentioned anything left behind in patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 tip of cutter came apart. It seems to be the silicone. The customer did not mentioned anything left behind in patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.